Event description:
It was reported by service report that the fowler weld broke with sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler weldment. As confirmed by the tech, the parts are on order and the customer would replace this part and return the stretcher to specification.